Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to 18f and the evar procedure was completed. Reportedly, post procedure, the first prostyle knot was tightened successfully. The second prostyle knot became caught in the knot pusher while tightening the knot. The knot came out with the knot pusher. Hemostasis was achieved via surgical suturing after a surgical cut down was performed. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.